Event description:
Spontaneous call from patient to report that she had issue attaching cassette to pump. Attempted both pumps. Nurse was able to manipulate cassette & attach (B)(6) 2020 & pump ran ok all night, but is now having same issue this morning (B)(6) 2020. Instructed her to mix a new cassette and try again. Did the reported product fluid occur while in use with the patient? Yes. Did the product issues cause or contribute to patient or clinical injury? No. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No is the infusion life sustaining? Yes. What is the outcome of the event? Nurse will follow up. Reported to (B)(6) by patient/caregiver.